Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was noted that the patient was brought into the office after noticing the smartpass feature was off. Upon interrogation, noise was observed in both supine and erect positions. It was noted that the patient had a left ventricular assist device (lvad) put in post subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The current configuration was seeing the ventricular tachycardia (vt) complexes but marking as noise. In the other two configurations that was undersensing of the vt. Further review found good signals pre lvad implant. Review of a previous stored episode determined possible sternal wire contact between the s-ICD coil and wire. Eight months later the signal amplitude reduced. Boston scientific technical services (ts) discussed that the noise would need to be resolved for the s-ICD to be effective otherwise sensing would be inhibited. Ts further discussed they would not consider the patient protected by the s-ICD as noise was continually sensed and the device was unlikely to detect the vt until resolved. The field representative discussed ts recommendations with the physician. However, ultimately the physician chose to leave the s-ICD programmed as is with the understanding that the device will not deliver therapy for the vt. The physician noted that he believes the lvad would support the patient hemodynamically. The s-ICD and electrode remain in service and no adverse patient effects were reported.